Manufacturer narrative:
Concomitant medical products: product ID 3998 lot# va0rcgb implanted: (B)(6) 2016. Product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported the plan is to have the ins removed in approximately 6 weeks. Patient was not aware of any steps to resolve the broken leads and the loss of therapy/stimulation.

Manufacturer narrative:
Continuation of d10: product ID: 3998, lot#: va0rcgb, implanted: (B)(6) 2016, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The reason for call was pt asked for original ins and paddle lead implant dates. Pt then said they "understand it doesn't work" but that they needed that info for MRI purposes because that was not MRI compatible. The patient indicated that pt said the paddle leads were still in implanted; they replaced the ins but left the leads in. Patient services (pss) then asked pt to clarify the "doesn't work" comment and pt said replacement battery they did in '13, that doesn't work now. Pss asked the date the 2013 ins stopped working, pt said that's why they did my other surgery. Pss then tried to clarify again and asked if pt meant the first ins stopped working and that's why they put in the 2013 ins. Pss was not able to clarify information further and pt was becoming more confused. Additional information from an hcp indicated per patient, the battery will not charge, caller do not know which battery or how long its not been able to charge.

Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot#: va0rcgb, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3998, serial/lot #: (B)(4), ubd: 12-dec-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was patient  (pt) mentioned two leads were broken inside body and therapy coverage has been an issue. Pt had been working with mdt rep to reprogram leads to see if spinal cord stimulator(scs) can give pt any coverage. The patient also mentioned that they would charge up the ins and would not use their therapy for one week and then would go to use the ins and their therapy would not work at all. The patient mentioned the issue with the therapy not working may be related to the broken lead issue, but the patient was unsure.  The patient also noted that their ins was floating in rear-end and seemed to the patient as if the ins was submerged in liquid and floating freely. The patient mentioned the site of the ins pocket "hurts real bad". The patient said they were "just miserable" and were in pain from the ins when they sat, lied down touched the ins pocket or recharged the ins. The patient met with their healthcare provider (hcp), who mentioned that the free-floating ins was not "normal". The patient mentioned the pain from the ins started a couple of months ago, but was unsure of the date.